Event description:
On 17 june 2008, baxter received a report that a home patient discovered a hole in the patient line tubing after completing peritoneal dialysis therapy and the patient developed peritonitis. The home patient had no complaints initially; however, the patient developed abdominal pain and nausea the next day. The patient also had cloudy dialysate, which was sent for culture. Preliminary results revealed gram negative coccobacilli. The patient is being treated outpatient with intraperitoneal antibiotics. The home patient did not have an exit site or tunnel infection and does not reuse supplies. The home patient does have cats, but they are not present during therapy.

Manufacturer narrative:
The sample cannot be evaluated since it was discarded.